Event description:
It was initially reported by the surgeon that the pt's negative lead wire appeared to be bent when taken out from the sterile package during pt's initial implant surgery. Surgeon did not even attempt to implant the device and used another lead in stock. Lead was returned for analysis. Analysis was completed on the lead and the reported allegation was verified. The negative coil was found to be kinked. Other than the above mentioned observations, no anomalies were identified with the returned lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a serious injury or death.